Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a knee arthroplasty procedure, the surgeon indicated that the device had excess play between the medial and lateral sides causing the rotation marks to be off when drilled. The device was repositioned and new holes were drilled. The rotation was rechecked and the rest of the procedure was performed with no other issues.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event is considered to be confirmed as the visual evaluation of the returned product confirmed that here is some play between the feet and the tower. The product shows signs of repeated use (wear). Device history record was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the part when it left zimmer biomet control is considered conforming based on the evaluation of the returned product, the DHR review, and the potential field age of the device. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.